Event description:
It was reported the pt is without stimulation. The pt turned his scs system on when first implanted, but did not recharge the ipg and was not able to remember the last time he felt stimulation. The sjm representative confirmed the pt's ipg was unable to communicate with external devices. It was reported the pt will consult with his physician regarding the issue. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.